Manufacturer narrative:
This follow up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01691, 02339, 03572).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty and approximately 5 years later was revised due to pain, limited mobility, locking, popping, suspected aseptic loosening of the cup, corrosion and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in medical records reveals the patient was revised approximately five years post-implantation due to metallosis, pain, limited range of motion, popping, locking and abduction of the acetabular component. A revision operative report indicates the presence of a pseudotumor and evidence of fibrosis. During the procedure, the pseudotumor was removed, the modular head, taper adapter and acetabular cup were replaced, and an acetabular liner was implanted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01691 / 02339).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty and approximately 5 years later was revised due to pain, limited mobility, locking, popping, suspected aseptic loosening of the cup and metal debris. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative reports received that patient underwent a revision procedure approximately five years post-implantation due to metallosis, pain and abduction of the acetabular component. During the procedure, the presence of a pseudotumor, well-fixed femoral component and well-fixed acetabular component were noted. The modular head and acetabular cup were removed and replaced. A poly liner was implanted to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products - biomet malloryhead femoral stem catalog#: 11-104114 lot#: 571040.